Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported foreign matter. Event description: foreign object found in chamber of 50ml syringe.

Manufacturer narrative:
Investigation results: there was no photographic evidence or physical samples provided for the investigation of the reported condition. A comprehensive examination of the history of syringe 50ml ll lot 2403021 was conducted, and no deviation or non-conformance related to the alleged defect was found. Six retained samples have been requested for investigation. The samples were visually inspected without finding any presence of fm or any related defects. Silicone content test is performed to the retained samples. The results obtained are within the specification. During the manufacturing process, the quality inspector performs visual inspections. In this inspection, the appearance and functionality of the different molded parts of the syringe, presence of fm, appearance and functionality of the assembled components and appearance of the packaging and packing are checked. If the unknown substance found in the syringe chamber, as mentioned by the customer, is silicone, based on the silicone content test performed for batch release, as well as the tests conducted on the returned sample and the retained samples, no excess silicone has been confirmed in the batch. No incidence related to the silicone process of this batch is reported. Since the manufacturing records established the quality and production processes were carried out normally, no defect is identified in this claim. The visibility of the silicone is normal for the nature of the substance. The product undergoes inspections at various stages throughout the manufacturing process to ensure its quality and functionality. Without the physical sample, we cannot verify this, therefore a definitive root cause cannot be established at this time. Our quality team will continue to monitor any complaints associated with this device and the reported condition for potential emerging trends.

Event description:
No additional information.